Event description:
It was reported that the poppet spring was not functioning. There was no harm or delay noted. During product repair/evaluation, it was found that the poppet spring had failed which caused the lever on the handle to become stuck. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information. No adverse events are associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Tech confirmed the poppet spring had failed which caused the lever on the handle to become stuck. Tech replaced the poppet, the poppet housing, poppet spring, and lever. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).